Event description:
It was reported that the atrial lead had poor sensing, high pacing threshold and no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and no anomalies were found. However, the distal conductor was distorted. The inner insulation was kinked/buckled. The outer insulation was breached cut and had a cosmetic depression. There was blood in/on the helix mechanism. The lead was stretched. Apparent explant damage was also noted.